Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A ventilator was reported failing pressure transducer test and internal leakage test in pre-use check. Our field service engineer investigated the ventilator on site and found issues in the expiratory pressure transducer. The faulty transducer was replaced and the ventilator was cleared for clinical use. Logs and the failing pressure transducer printed circuit board (pcb) were returned for investigation. The failure was confirmed in received device logs, and event was dated to (B)(6) 2021. The returned pcbs were mounted in a reference ventilator for simulated use testing. Pre use check passed, but the zero-pressure voltage drifted out of specification over time. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our investigation has concluded that the reported problem is due to a faulty pressure transducer. The root cause for the failing transducer has not been determined.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).